Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during pre-test, an audible alarm was noted with a smiths medical cadd cassette reservoir, and infusion stopped. Subsequently, cassette was changed. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Four samples were received without their original packaging, in used condition, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection showed of the four samples received two cassettes were received with the spring occlusion mechanism damaged. Two samples were received without damage. During the functional testing of the four samples only three samples could be fully primed and connected without difficulty, the pump was set running and no alarms were activated. One cassette showed no disposable pump won't run alarm. Due to the samples being received in damaged conditions, the damage could interfere with the performance of the pump. Since the samples were received in damaged conditions it is not possible to conclude the failure in the sample, complaint was not confirmed. The root cause was unable to be determined. No action was taken.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Four samples were received without their original packaging, in used condition, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection showed of the four samples received two cassettes were received with the spring occlusion mechanism damaged. Two samples were received without damage. During the functional testing of the four samples only three samples could be fully primed and connected without difficulty, the pump was set running and no alarms were activated. One cassette showed no disposable pump won't run alarm. Due to the samples being received in damaged conditions, the damage could interfere with the performance of the pump. Since the samples were received in damaged conditions it is not possible to conclude the failure in the sample, complaint was not confirmed. The root cause was unable to be determined. No action was taken.